Event description:
I used renu with moistureloc contact lens saline solution until april 2006. I was then diagnosed with fusarium keratitis, told I had corneal damage and could not wear contact lenses again. I now have extreme sensitivity to light and constant redness, dryness and burning.